Manufacturer narrative:
Retainer ring = missing. Customer returned insulin pump for an alleged low blood glucose, and retainer ring damage on (B)(6) 2021. Device passed rewind, prime/seating, basic occlusion, force sensor and self test. However, unable to lock a test p-cap and reservoir into the reservoir compartment due to missing retainer ring and unable to perform the displacement test, occlusion tests or verify prime/fill anomaly due to missing reservoir tube o-ring. Insulin pump was cut open to perform visual inspection and found no moisture damage to the electronics, force sensor, battery connector, motor, vibrator, keypad assembly during visual inspection. The following were noted during visual inspection: scratched case, broken battery tube threads, cracked case corner of belt clip rails, missing reservoir tube o-ring, label damage. In summary, unable to perform the displacement test, occlusion tests or verify prime/fill anomaly due to missing retainer ring, reservoir tube o-ring. Customer allegation for cosmetic damage was confirmed during visual inspection when detached retainer. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer experienced low blood glucose. Blood glucose reading was 2.3 mmol/l at the time of incident. Customer blood glucose at the time of call was unknown. Customer was treated with carbs and food for low blood glucose. Customer states that they was up and dawn a lot and low blood glucose was not surprising. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. Customer did not use auto mode feature. Customer states that retainer ring was damaged. Customer states reservoir was able to lock in place. The pump will be returned for analysis. (B)(4).